Manufacturer narrative:
Additional information was received on july 8, 2021. The capsular contractures were baker grade iii. In addition to the capsular contracture reported initially, the patient also had breast lumps/lesions around the armpits. The event date was updated. The issues were diagnosed in 2013. Additional information was received on july 20, 2021. The implant date was obtained. The devices were implanted on (B)(6) 2004. The identity of the impacted products were obtained. The impacted products were 400cc mentor memorygel breast implants. The lot, serial, and catalog numbers were obtained and populated in section d. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 21, 2023. This device was originally reported as ruptured, however, clarification was received and it was confirmed that it was the contralateral prosthesis that was ruptured. This report relates to the left prosthesis. The devices were explanted on (B)(6), 2023. Additional information was received on april 24, 2023. The explant date was clarified to be february 21, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had unknown mentor gel implants placed on an unknown date experienced unilateral rupture, bilateral capsular contracture (baker grade unknown), and bilateral chest injury post procedure. The patient stated that breasts had become hardened. The patient had a mammogram in which her breasts were crushed, became bruised, and unspecified imaging had subsequently confirmed a unilateral rupture of an unknown side. This was accompanied by discomfort and the patient expressed concern over her health. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-13167 for contralateral prosthesis report.